Manufacturer narrative:
Device labeling, available in print and online, states: vac foam dressings are not bioabsorbable. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Based on info provided by the health care providers, it cannot be determined that the foreign body alleged to be v.a.c. Granufoam was removed from the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identity of the foreign object. There was no product malfunction. This report is being filed due to possible user misuse.

Event description:
The following was reported to kci by the nurse: on (B)(6) 2011, the pt did not receive a scheduled dressing change on the sacral wound. On (B)(6) 2011, the dressing was changed but there were small particles of black foreign material that could not be completely removed. On (B)(6) 2011, the pt was seen by the physician who performed sharp debridement in the office to remove the black foreign material. The pt tolerated the procedure well and continued to receive v.a.c. Therapy.